Event description:
It was reported that during a c-section procedure, the e-sep pencil continued to run without any manual usage resulting in a minor superficial burn to the patient¿s right thigh, the patient received therahoney gel and a dressing. It was also reported that the surgeon also received a red mark which disappeared the following day. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a c-section procedure, the e-sep pencil continued to run without any manual usage resulting in a minor superficial burn to the patient¿s right thigh, the patient received therahoney gel and a dressing. It was also reported that the surgeon also received a red mark which disappeared the following day. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
D4: added lot number 53864207. H6: the quality investigation is complete.